Manufacturer narrative:
Visual analysis was performed on the returned device. The separation was confirmed. Entrapment of the device cannot be confirmed due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the instructions for use (IFU), ht guide wires, pta, ptca, stents,ce IFU states ¿carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. Do not: deploy a stent such that it will entrap the wire between the vessel wall and the stent. The physician reported the entrapment between the stent, although, it is not known if the deploying of the stent caused the separation. The investigation determined the reported difficulty of separation and entrapment were due to the circumstances of the procedure. It is likely that the separation was the result of the wire becoming entrapped within the deployed stent. The additional therapy to snare the separated portion of the guide wire was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. After a non-abbott stent was deployed, the versaturn guide wire (gw) was attempted to be removed, however, there was resistance met (gw got stuck between the stent implant and the vessel). When it was pulled, the core of the gw got separated in two pieces. The gw was subsequently removed via a goose neck snare. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.